Event description:
It was reported that the patient underwent a spinal surgical procedure to lengthen the rods for treatment of scoliosis. It was reported that the set screw of the connector stripped. The surgeon decided to leave the side un-lengthened and completed the procedure on another side. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 811-300, 510k # k982990 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.